Event description:
Not increasing pressure on display (found during maintenance; replaced both up/down stream pressure sensors). More information is needed to investigate this issue fully.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log was not provided, therefore no review could be performed. The reported device was not returned to france for investigation as repairs were carried out locally nova scotia canada. The complaint reports that the pressure sensor was not detecting the pressure increases when the customer tried to increase the pressure, therefore the display was not showing the change. To solve this incident, the upstream and downstream pressure sensors were replaced. The defective spares parts were not sent back to brézins for investigation. With no other evidence to confirm the origin of the defect, the root cause of the reported issue could not be identified by lack of evidences. Note : a CAPA was opened in july 2020 on defective pressure sensors and corrective action were implemented in march 2021. However due to the lack of available information on this complaint, and as the serial number is manufactured prior to CAPA, the event cannot be directly linked to it. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.